Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The problem mentioned by the customer could not be reproduced.

Event description:
Reporter stated insulin leaked in the system while the infusion device was in use. The patient's blood glucose was 350 mg/dl on (B)(6) 2014, and she delivered 3 i.e. Of insulin via the infusion device. Her blood glucose was 379 mg/dl 2 hours later, and she delivered an additional 5 i.e. Of insulin. She inspected the infusion device and found insulin had spilled in the cartridge compartment. The alleged products were requested for evaluation.